Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed, there was no damage to the catheter. The balloon was torn longitudinally. The most probable cause of balloon burst is operational context. This failure occurred when anatomical/procedural factors encountered during the procedure, which limited the performance of the balloon (i.e., tortuous anatomy, sharp exterior sources). The device history record for this lot was reviewed; no anomalies were noted. A search for similar complaints was completed and found no other complaints were associated with this lot. (B)(4).

Event description:
It was initially reported to boston scientific corp on 07/13/2009, that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during an esophageal dilatation procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the device inflated to 15 mm and 16.5 mm without issue. After several seconds, the balloon had a pinhole when the physician tried to inflate it to 18 mm. The esophagus was not correctly dilated and the physician stopped the procedure due to this event. There were no pt complications reported as a result of this event. This event has been deemed a MDR-reportable event based on the preliminary investigation result: the balloon was torn longitudinally.